Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen and a worn latch lock. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application and problems were found with the device double beeping with a cassette attached. The downstream sensor and worn latch lock will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep, no cassette" error and the cassette lock was worn. The issue was discovered during testing and there was no patient involvement.